Event description:
Additional information: the indeterminate endoleak complaint was confirmed to be a type 2 endoleak from splenic and lumbar sources. The complaint is anatomy related and not a device related failure. Therefore, a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The indeterminate endoleak complaint was confirmed to be a type 2 endoleak from splenic and lumbar sources. The complaint is anatomy related and not a device related failure. Therefore, a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. No additional investigation of this reported event is planned correction: please remove all previously reported information as this event is no longer a reportable event or a device related failure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7)months post initial procedure, an endoleak of unknown origin was reported. An angiogram will be performed to diagnose the type of endoleak. The patient is asymptomatic and will continue to be monitored.